Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported stent damage occurred. A 7f rapid exchange catheter was engaged to the target lesion and then a 4 x 20 mm promus element¿ plus stent was selected for use. During the advancement of the stent system, the physician felt resistance/friction. He withdrew the device and saw that the stent was damaged. The procedure was completed with another of the same device. There was no serious injury to the patient.

Manufacturer narrative:
Device evaluated by MFR: a promus element plus,mr,ous 4.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal stent struts were damaged and bunched back in a proximal direction along the balloon, such that the distal end of the stent was 3mm proximal to the distal marker band. Proximal stent strut rows 1 to 11 appear undamaged. Crimp stent markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. The undamaged section of the crimped stent outer diameter was measured and found within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A 0.014'' guidewire was tracked through the device, entering at the tip and exiting at the exchange port, no difficulties were noted indicating no issue with or blockages within the inner lumen which could have contributed to the complaint incident. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent damage occurred. A 7f rapid exchange catheter was engaged to the target lesion and then a 4 x 20mm promus element¿ plus stent was selected for use. During the advancement of the stent system, the physician felt resistance/friction. He withdrew the device and saw that the stent was damaged. The procedure was completed with another of the same device. There was no serious injury to the patient.